Event description:
It was reported that the device was initially withholding detection for supraventricular tachycardia (svt), and a ventricular tachycardia (vt) rate occurred that was too similar to the svt rate for the device to distinguish the difference. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.